Event description:
It was reported that this pacemaker system was explanted due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This system has not been returned.